Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection of the actual sample showed that the access line inside the screwed connector was cut. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismaflex tpe2000 set was "torn" and leaking during priming. There was no patient involvement. No additional information is available.